Manufacturer narrative:
One device was returned for investigation. It was reported that complaint of ¿pump and cassette was not attached,¿ confirmed through pump power up test and attaching a 50ml cassette with fluid displays ¿cassette not attached properly¿ alarm. Dso sensor will need to be replaced. Upon further investigation, found lcd lens cracked, battery compartment cracked, battery door cracked, uso seal dented, dso seal delaminated. Lcd lens, battery compartment, battery door, uso seal and dso seal will need to be replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump cassette was not attached during testing. There was no patient involvement and harm.